Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was frozen and unresponsive on the lock screen. Customer¿s blood glucose level ranged rom 216-217 mg/dl. A reset was performed to resolve the issue. In addition, it was reported that an unexpected reset occurred. Customer continued using the pump for insulin therapy.